Manufacturer narrative:
The battery, (B)(4), was not returned for evaluation. Review of the receiving inspection records confirmed that the associated device met all requirements for release. Log file analysis revealed that the controller ((B)(4)) in use during the reported event registered two (2) critical battery alarms, triggered by (B)(4) on power port 2, occurred on (B)(6) 2016 at 18:38:33 and 18:38:56. Analysis could not be performed as the device was not returned. However, based on the available information, the most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware is investigating communication errors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient experienced "critical battery" alarms.  The battery was replaced and there were was no reported effect on the patient. No further information was provided.